Event description:
It was reported that during a ptca/stent procedure the guide wire tip became separated. The physician did not attempt to retrieve it, but decided to leave it in the coronary artery. Six months later the pt returned to the cath lab, and the guide wire tip was still in the same location, and the flow to the coronary artery was not compromised. No other info was provided.